Manufacturer narrative:
(B)(4). The customer reported problem of failure f-38 was confirmed during on-site evaluation (same device as in (B)(4)). The force sensing resistors (fsrs) were found to be damaged and replaced to resolve the issue. If additional relevant information becomes available, a follow-up MDR will be submitted.

Event description:
It was reported that a flogard infusion pump alarmed failure code 38 when the pump was turned on. There was no patient involvement. No additional information is available.